Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the saphenous vein graft (svg). The physician attempted to intervene the svg to the obtuse marginal. An unspecified stent was placed in the mid part of the vein graft. A 4.00x32mm promus premier¿ stent was selected and advanced. This device was pushed to the distal part of the vein graft and the previously placed stent. However, as the physician was pulling back the device, the stent stripped off from the balloon. The physician attempted to snare the stent with an unspecified balloon catheter. The balloon was placed through the stent. The balloon was inflated and was dragged out but it was unsuccessful. The physician successfully wired the side of the stent and crushed the dislodged stent against the vessel wall. The procedure was completed with an unspecified stent. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is combination product. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).